Manufacturer narrative:
The bur will not be returned to the MFR for testing, so an eval of the device is not possible.

Event description:
It was reported that a bur broke during a routine maintenance visit at the account and in a non-sterile environment. This did not occur during a surgical procedure. There was no patient involvement. There were no adverse consequences reported as a result of this event.